Manufacturer narrative:
Additional information: a4, b5, and h6.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were attributed post paced t wave over-sensing. No patient symptoms or interventions were reported. Further information was requested but not received.